Event description:
The user facility reported that the priming solution could not circulate inside the oxygenator. Follow up communication with the user facility reported the following information: the pump head was changed out (bp50); again, priming solution would not circulate; the pump head was changed out as well as the oxygenator (rx05); after priming was done, fluid circulated through the oxygenator; incident occurred prior to the bypass; and there was no patient involvement.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found the adhesion of blood in the oxygenator module. From this, it is assumable that the actual sample was primed with blood. The actual sample was rinsed and dried and subjected to another visual inspection. Any anomaly, including a break or irregularity in the fiber winding, was not revealed. The actual sample was built into a circuit with tubes. Saline solution was circulated in the circuit at the flow rate of 1.5l/min. It was found to be able to be primed with no difficulty. The circuit was rinsed and dried again and bovine blood was circulated in the circuit and the pressure drop was determined at each flow rate. There was a gas sweeping during the blood priming. The results were verified to meet the manufacturing specifications. The investigation findings verified that the actual sample, after having been rinsed and dried, was the normal product without any anomaly, which could cause the reported difficulty in priming. A review of the device history record and the product release decision control sheet of the involved product code/lot# combination confirmed there was no indication of production-related issue or no discrepancy in the inspection/test results. A search of the complaint file did not find any other report with the involved product code/lot# combination. Although the exact cause cannot be determined, there are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "do not supply gas during priming." All available information has been placed on file in quality management for appropriate tracking, trending and follow up.